Event description:
A distributor contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) on behalf of a customer to report higher than expected vitros sodium (na+) results were obtained from vitros performance verifier (pv) I q1174 using vitros na+ slide lot 4212-1097-6151 on a vitros 5600 integrated system. Vitros pv q1174 na+ results of 138.2 and 142.5 mmol/l vs. The expected result of 115.2 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The affected samples were non-patient quality control fluids. There was no allegation of of patient harm as a result of this event. This report is number two of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros sodium (na+) results were obtained from vitros performance verifier (pv) I q1174 using vitros na+ slide lot 4212-1097-6151 on a vitros 5600 integrated system. The assignable cause of the event could not be determined. Pre-analytical sample mix-up was a potential cause of the event; however, the customer could not confirm it occurred. Historical quality control results indicated that within-lab imprecision was present prior to the event, therefore, a performance issue with vitros na+ slide lot 4212-1097-6151 cannot be ruled out as contributing to the event. Further investigation was not possible as the inventory of the slide lot was depleted at the site. However, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros na+ slide lot 4212-1097-6151. Acceptable vitros na+ performance was obtained with an alternate vitros na+ slide lot 4217-1103-9397. A performance issue with the vitros 5600 integrated system did not likely contribute to the event as within-run vitros na+ precision testing using vitros na+ slide lot 4217-1103-9397 was acceptable, without performing any actions to optimize the instrument.